Manufacturer narrative:
The investigation has been started but not yet concluded. The investigation result will be reported in a follow up report.

Event description:
The customer reported reoccurring issues with disconnects between the kappa and c700.

Manufacturer narrative:
The customer reported recurring issues with disconnects between the infinity kappa and infinity explorer c700 monitor. The customer later clarified that the issue only occurs while first powering the device up, prior to patient monitoring. Draeger evaluated the logs which confirmed the reported issue. There was an intermittent momentary loss of communication between the infinity explorer monitor and the apollo board inside the infinity kappa monitor due to a software issue. When a momentary internal communication disruption occurs, the c700 displays a "no compatible device connected" message on screen. The customer confirmed alarms were generated when this issue occurred. The c700 continuously searches for a compatible device, immediately after the internal communication is reestablished, an "initializing" message is displayed on screen followed by the restored live patient monitoring data. If there was patient involvement, the time from a disconnect to restore live patient monitoring data is approximately 20-25 seconds. However in this case there was no patient monitoring when this occurred as was during setup.

Event description:
The customer reported reoccurring issues with disconnects between the kappa and c700.